Manufacturer narrative:
1627487-07262012-002-r ; this ipg serial number was included in a field advisory. Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient stopped recharging the ipg, and the ipg is now inoperable. The patient may be pending ipg replacement.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017. The ipg was replaced and effective therapy was restored post-op.